Manufacturer narrative:
No unexpected insulin flow blocked alarms, occlusion alarms or no delivery alarms noted during testing. Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. Hardware low level failures error was present in the device trace download and hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device alarmed a hardware low level failure during self-test. It was also reported that the device alarmed insulin flow blocked several times. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.